Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "doesn't alarm on low." No tracking information was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.